Event description:
The customer's parent reported via phone call that the insulin pump had a damaged case. The case was damaged where the reservoir enters the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with cracked reservoir tube lip. Unit had battery tube threads cracked, minor scratched lcd window, cracked case at display window corner, and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.